Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional info become available a f/u report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2014, manufacturing sites: (B)(4). Height:(B)(6).

Event description:
End user reported a rash under mass and tape collar. Noted one month ago. Physician prescribed nystatin powder and cavilon skin prep spray. Rash improved.